Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025 since the infusion set tubing came apart while sitting. The tubing got detached and the site of detachment was site connector. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.

Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.